Manufacturer narrative:
No conclusions can be made since it was confirmed the product will not be returned to dmta. Based upon the information provided, it is likely that the fiber functioned as intended and experienced a break upon contacting a body structure. Likely no fault with device as manufactured.

Event description:
"A fiber break occurred, leading to remaining of fiber's parts in the patient's kidney calyx."